Event description:
It was reported that there was an inquiry regarding whether the atrial lead was oversensing, or there was an atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.